Event description:
Handle is not staying locked into position/handle slips. Case type / application: tka.

Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted if additional information becomes available.

Event description:
Handle is not staying locked into position/handle slips. Case type / application: tka.

Manufacturer narrative:
An event regarding mechanical failure involving a mako mics was reported. The event was confirmed. Method & results: -product evaluation and results: device with mechanical failure was returned to the supplier and evaluated. The following failure was confirmed through visual/functional inspection - pivot mechanism - other, motor output coupling - loose screws, failed ground bond test 1. -clinician review: no medical records were received for review with a clinical consultant. -product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been other complaints with similar event(s) for the lot referenced. Conclusions: the alleged failure mode was confirmed. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.